Event description:
Delta mesh was ordered, but the wrong mesh was in the box. The label said cannot be used for human use. There was no pt involvement.

Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined. The blisters were labeled as "not for human use" because they were intended for special validation tests and not for distribution. The product was sent out for distribution by mistake. Nonetheless, as all devices were mfg according to the actual spec there was no risk to the pt in case of implantation.